Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there is a possibility that the charged coupled device (ccd), imaging cable, and the like wear and deteriorate over time while continuing to use the device, leading to the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the deflectable videoscope image flickers when using the angle. The patient was not under anesthesia, there was no delay and no report of patient harm.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was confirmed; the image was flickering with interference wave during angulation due to defective charged coupled unit. The additional evaluation findings are as follows: there were many white dots in the image, and the angles were insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.